Event description:
Epidural catheter was placed. Upon removal of catheter: removal became difficult. Catheter snapped at 14in and immediately retracted skin. Surgical removal of catheter became necessary on 07/2002.